Event description:
It was reported that the sutureless pump connector had disconnected from the pump. In 2008, the hcp reconnected the same sutureless pump connector to the pump as the connector was not damaged. No patient symptoms were reported.